Manufacturer narrative:
Manufacturer's investigation conclusion: a separation of the driveline's distal bend relief from the controller connector, as well as superficial jacket damage, were confirmed through evaluation of the submitted images. Although a specific cause for this damage could not be conclusively determined through this evaluation, it did not appear to have contributed to an electrical issue as no alarms were reported. A review of the submitted images revealed a separation of the driveline's distal bend relief from the controller connector. The underlying bionate layer and metal braided shield were visible due to this separation. Although some of the driveline's wires could be seen through the clear bionate layer, the wires appeared otherwise unremarkable. Additionally, superficial jacket damage adjacent to the terminus of this bend relief was observed. Images of the driveline damage covered in rescue tape as an interim action prior to the patient receiving a clamshell repair on (B)(6) 2022 were also submitted, as well as images post-clamshell repair. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). No additional events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16sep2014. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Both documents contain sections regarding caring for the driveline and how to respond in the event of driveline damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was brought in for a routine assessment with concerns for a splice in the driveline. At the time of the visit, the driveline was intact, there were no active alarms, and the patient was asymptomatic. Log files were unable to be sent at the time of the event. The percutaneous lead silicone sleeve was interrogating by pulling back at the distal end of the driveline connection to the system controller. Roughly one centimeter of exposed wires were noted. Physical appearance of the wires appeared to be intact, not frayed, and with no physical evidence of damage. It was noted that rescue tape was wrapped around the site going up three centimeters proximal to keep the driveline silicone jacket over the exposed wires. Rescue tape was further applied, and images were provided. A clamshell repair was performed.